Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 20-jan-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is no longer using the true metrix brand product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 323 and 230mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result range is 150-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is being stored in customer's back pack - customer is disabled, in a wheelchair and does not leave home. The test strip lot manufacturer¿s expiration date is 04/20/2023 and test strips were opened three weeks ago. The meter memory was not reviewed for previous test result history.